Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported the battery does not charge. .the customer reported the device was not in use on patient.